Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. The report will be updated when the evaluation is complete.

Event description:
It was reported that the handpiece got hot during an autopsy. There were no adverse consequences or delays reported due to this event.